Manufacturer narrative:
No sample is available for investigation. The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. No rejection report were originated for the lot in question that can be associated to the complaint reported. Tensile strength test card were reviewed and there is no indication of functional failures. As well incoming inspection was reviewed, finding that the results are in compliance with specifications. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to lack of defective product is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to lack of product sample to perform a proper investigation and determine the root cause. If the defective samples become available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: alleged issue: doctor used the suture with the capio device to fire through the ssl, he then went to tie a pds suture onto the polypropylene and pull through the ligament. While pulling the suture through the capio polypropylene suture snapped. He used another capio suture and pulled the pds through using that suture. No reported patient injury.